Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 15 days after the dental implant was installed in intraoral region #4 it was verified its non-osseointegration. Immediate load was not performed and the patient presented bone type IV.